Manufacturer narrative:
The customer replaced and calibrated the alinity probe which resolved the issue. There were no additional discrepant results reported on the alinity ci, serial number (B)(4), after the probe was replaced. A review of the alinity (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the alinity ci processing module tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(4), or the alinity probe.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results on alinity c series processing module for multiple patients. Only one patient example provided: ldh initial result=1574 u/l/ repeat result=198 u/l. There was no reported impact to patient management.